Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked during use. There was no report of exposure, serious injury or medical interventions.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked during use. There was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: device/batch history record review: no. Reason: the lot number associated to this account was unknown. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5796 rev 16(o) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used nexiva 22ga unit from unknown lot number. The unit consisted of a catheter-adapter extension set connected to a terumo ext. Set. Visual/microscopic examination: the unit revealed traces of patient residue (blood and medicine) throughout its components. Observed there was a crack in the straight adapter which ran linear with the unit. The crack starts approximately 7mm from nose of the straight adapter and runs up to the threads of the adapter trespassing into its insides. Water/air leak test: using a lab supplied male slip luer test fitting, performed a water/air leak test; the adapter did leak in the area of the crack. Investigation conclusion: root cause. Relationship of device to the reported incident: molding. Comment: there is a potential for cracking due to out of specification moisture content of the raw material during the molding process. Controls have been upgraded and/or put in place to prevent this type of incident.